Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 was not open all the way. A field service engineer (fse) replaced the rails on auxiliary drawer 7. The storage space was then recovered and successfully tested by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 7 was not opened all the way and was heavy when pulled out. The customer stated there was a delay in dispensing medication to the patient since the user had to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.